Event description:
The user facility reported that it seemed as if the transition points on the glidesheath slender involved were not smooth. When inserting the sheath, there was much resistance on the sections where the wire transitions into the dilator, and the dilator transitions to sheath. The patient developed a pseudoaneurysm. The patient was in stable condition. There was no medical or surgical intervention required. The procedure outcome was a success.

Manufacturer narrative:
The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results and a correction to section g2. 'Foreign' was inadvertently checked on the initial report. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath and dilator mobility issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. It is unlikely a mobility issue led to the pseudoaneurysm and is likely due to incomplete hemostasis after the removal of the sheath. The device history record (DHR) cannot be reviewed due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).